Event description:
When package was opened on the field, the ligasure was inspection and it was noticed the jaws would not open. Opened another. No injury --- 4/05-- spoke to facility-- the device was damaged prior to them applying it totissue. There is blood on the device which is from the surgeon's gloves when the device as inspected. According to the account contact this device was not used at all.